Event description:
It was reported that the customer received a motor error alarm. It was also mentioned that the customer's insulin pump was exposed to an MRI. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. Unit had minor scratched display window.